Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that vasoview hemopro 2 did not cut. A new vasoview hemopro 2 was opened. No patient injury reported. There was very little delay in the procedure. Power setting at 2.5.